Event description:
During a remote follow-up, episodes of oversensing and loss of capture were noted on the right ventricular (rv) lead. No intervention was performed and the patient was stable and will continue to be monitored.

Event description:
Additional information was received that a revision was performed and it was found that the ra lead was loose in the header. The set screws were tightened to resolve the event. The patient was stable.